Event description:
It was reported that right atrial lead exhibited multiple noise episodes due to suspected lead fracture/crush. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Final analysis confirmed the reported anomaly. The inner insulation was breached at 13.9 cm from connector pin underneath the suture sleeve tie impression due to over tighten suture sleeve.